Manufacturer narrative:
The returned device was evaluated and the clutch spring was missing within the device. It was not located on the tube nut. When the ratchet gear was rotated, the tube nut did not rotate, which did not depress the plunger, which did not allow for the delivery of insulin. No insulin could have been delivered by this device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours on the arm. Patient's grandmother reports that she changed the pod and gave him a bolus and injection.